Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 425 mg/dl with moderate ketones. The customer reverted to using long lasting insulin to manage diabetes. The customer's bg level was lowered.